Event description:
A medtronic representative reported that, while in a cranial procedure, the pentero scope was tracking normally, and then was 1-2cm inaccurate. It was verified that no other probes were visable and the crosshairs were green. They zoomed out and were inaccurate, and then upon zooming back in, the surgeon felt accuracy was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). On (B)(6) 2013 medtronic representative following-up at the site was unable to replicate the reported issue. In further trouble-shooting, the software was accurate on both the jig and the demo head. No files/scans/logs have been returned to manufacturer for evaluation. Files/scans not returned to manufacturer.